Event description:
Event description guidant received information that this implantable lead has displayed a significant rise in pacing impedance since january of this year. There is no electrogram noise. The threhold measurements have increased slightly. Additional information was received 3 months later stating the impedance had increased to an out-of-range measurement. The pacing and sensing are functioning appropriately, and the physician has choose to monitor the patient.